Event description:
It was reported that, "hemi conversion to thr was done due to dislocation. The omnifit stem was removed because it became loose after trying to reduce hip joint with constrained liner." Original stem and head had been implanted within a month of the thr operation described in this per.

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.